Event description:
The facility alleges the skin stapler is "jamming" while being used under normal conditions. No patient injury or medical intervention was reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device has been requested for evaluation but has not been received. The reported condition was investigated and corrective actions have been implemented as of 2007. A follow-up report will be filed if additional information becomes available.